Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should add'l info become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component on unknown date. Currently the patient is being monitored due to unknown reasons. "Since the implantation date was not reported, this case will be treated as one of the cases for which zimmer implemented notification in july 2008".